Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient received a blood glucose result of 17 mmol/l and experienced symptoms of vomiting and lost consciousness. The patient was transported to the hospital. The blood glucose results and treatment provided by the hospital were unknown. The patient was hospitalized from (B)(6) 2019 to (B)(6) 2020.